Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
It was reported that on (B)(6) 2019, the patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2020, a type ib endoleak on the gore® excluder® aaa contralateral leg endoprosthesis was identified that appears to have limited seal. Additionally a type ii endoleak originating from the inferior mesenteric artery (ima) was identified. On (B)(6) 2020, the type ib endoleak was treated with the implantation of an additional endoprosthesis (gore® viabahn® vbx balloon expandable endoprosthesis)that serves as an extension on the contralateral side. The type ii endoleak was solved by coiling of the ima on the same day. The patient tolerated the procedure.